Event description:
Report received of safeset port popping out of set. A pt had a line set up for monitoring during surgery. After blood sampling, the doctor was flushing the line and the rubber port popped out. No bleedback or pt harm reported.